Event description:
The pt had pseudotumours around the hip joint after initial surgery. The pt suddenly had a pain around the hip joint. Pseudotumours was found through CT. The pt could not elevate legs. The pseudotumours compressed the femoral nerve. After that, the pain gradually disappeared.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.